Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided; however, medical records were provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations that include design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve calcification that resulted in the valve being explanted was confirmed based on the medical records provided. The available information suggests patient factors (diabetes mellitus and hyperlipidemia) likely contributed to the event as these factors were reported in the medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by edwards implant patient registry (ipr), approximately 4 years 4 months 13 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve inside a non-edwards surgical valve, the patient underwent a valve in valve procedure. Additional information was received via medical records, and it was clarified that the patient was undergoing an open-heart surgery. During the open-heart surgery, the 23 mm sapien 3 valve was explanted due to severe calcification. A cardiac computed tomography (CT) had been completed approximately 6 days prior to the open-heart surgery which showed there was calcification with mild thickening on the valve leaflet which was most suggestive of stenosis. On the day of the open-heart surgery, an intraoperative transesophageal echocardiogram (tee) was performed which demonstrated the severe calcification on the valve had led to severe aortic stenosis and mild to moderate aortic regurgitation. It was confirmed during the open-heart surgery that the aortic leaflets were exhibiting calcification. The non-edwards valve root was left in situ and was debrided as the native aortic annulus was extremely calcified which made it difficult to debride for a standard surgical valve replacement. A decision was then made to perform a hybrid open tavr procedure and implant a 23 mm sapien 3 ultra resilia valve. Once the 23 mm sapien 3 valve had been explanted, the 23 mm sapien 3 ultra resilia valve was implanted inside the debrided non-edwards surgical valve. The implantation was successful with mild central regurgitation observed. It was determined that no further intervention was needed at the time for the observed mild central regurgitation.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.